Event description:
Event description guidant received information that this patient was experiencing repeated episodes of hot flashes and passing out (jan 2001).a CT revealed mini strokes. In addition, chest x-rays revealed potential lead movement resulting in the intermittent loss of capture. The intermittent loss of capture was occuring at lower voltages to the ventricular output was increased to 7.0 volts at 1.9ms and a holter monitor evaluation was completed. Due to the patient's condition, there will be no invasion procedure at this time. The patient is in long term follow-up and will be seen in another 3-6 months.